Event description:
Glass tube "busted apart" during collection. Broke in 2 pieces. Lab tech was cut on thumb. Was sent to employee health where testing for bloodborne pathogens were performed. No other further info available.